Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of surgery did you have? What was the reason for this surgical procedure? Please provide the date of surgery. What kind of symptoms are you experiencing? When did the issue begin? Have you seen a physician or surgeon about this issue? If yes, what did they say about your condition? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2011 and unknown mesh was implanted. The patient reported experiencing erosion, and underwent partial mesh removal in (B)(6) 2021 due to damage to the bladder. Additional information was requested.